Event description:
The pt contacted lifescan alleging that their one touch basic enhanced meter was reading inaccurately high. They obtained a result of 150 mg/dl on the reported meter while feeling disoriented. They were not sure they had taken insulin prior to testing. They were taken to the hospital where a result a 89 mg/dl was obtained on the hospital device more than 30 minutes after the meter test. A result of 54 mg/dl was obtained on the hospital device two and one-half hours later. They were treated with a beverage. Based on the information provided by the pt, there is no indication that he experienced injury or medical intervention due to the product. The customer care representative (ccr) walked the pt through a check strip test. The meter prompted the error 2 message, which indicates that the check strip may have been inserted incorrectly. The ccr was not able to complete troubleshooting with the pt, as the did not have test strips. As the error 2 message was not resolved, there is an indication that the product malfuncitoned and that the event meets the criteria for a medical device reportable. The meter and control solution were replaced.